Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in the dialysis unit, the red and blue hubs on the pigtails of the next step were found cracked. As a result, a car-(B)(4) "repair" kit was opened and used to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The report of cracks in the luer hubs was confirmed. Returned was a nextstep connector assembly. The red and blue luer hubs were examined microscopically. Both hubs had multiple small cracks in the surface of the hub. With the exception of one crack at the entrance to the blue hub, it did not appear that the cracks penetrated through the wall of the hub. Functional testing was performed on both hubs by separately attaching each luer to the lab leak tester. The extension lines were clamped closed. The leak tester was turned on and the pressure was increased to 45 psi (300kpa) for 30 secs. Both hubs did not leak when attached securely to the leak tester. The instruction booklet provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. It also states not to use acetone with this catheter and that the catheter and extension lines should be examined before and after each use. A device history record review was performed and did not reveal any manufacturing related issues. Based on the report that the cracks were observed during use, operational context caused or contributed to this event. No further action will be taken.